Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and attempted to deliver a defibrillation shock to the patient twice and the device did not deliver the shocks. The customer confirmed that there was no adverse effect to the patient and they were able to deliver a shock to the patient using a back up device within 30 seconds. Physio-control contacted the customer to request additional information on the patient. No additional patient information has been provided by the customer.